Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the positioning issue was due to patient condition. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was found to be sitting too shallow in the ventricle. Due to the noted positioning and the improved hemodynamics of the patient, the decision was made to remove the pump. There was no patient harm.